Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Loppini, m. (2019). Total hip arthroplasty with a monoblock conical stem and subtrochanteric transverse shortening osteotomy in crowe type IV dysplastic hips. International orthopaedics, 43(1), 77-83. Doi: https://doi.org/10.1007/s00264-018-4122-5. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient underwent acetabular revision after experiencing dislocation two years post-operatively. No further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.